Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D4 - primary UDI number: since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the root part of the distal cover cracked and fell off into the patient's stomach during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The distal cover was retrieved from the patient's body with a grasping forceps and confirmed under fluoroscopy that no fragments remained in the stomach. The procedure was completed and there were no reports of patient harm or injury.